Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between (B)(6) 2025. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient experienced inaccurate cgm values. The cgm reading was all over the place, from high the to low and because of this her family had call 911. At some point the patient lost consciousness. Patient can't provide date when did this happen since this happened a long time ago. The patient declined to provide further information about the event. At the time of the report the patient was fine. At an unspecified time of the event the bg reading was 111 mg/dl and the cgm reading was 61 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.